Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, ongoing) and ceftazidime injection (1gm, intraperitoneal, ongoing) for peritonitis. Eleven days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. It was reported that patient retraining was completed. No additional information is available.